Manufacturer narrative:
The lifeband associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
As reported, the customer was unable to properly install the lifeband (lot # unknown) to the autopulse platform (sn: (B)(4)). When the lifeband was installed, it was loose and the clips did not stay-in-place during patient transport. As per the customer, the issue was observed with the autopulse platform during both shift checks and patient use, and different lifebands were tested; however, the same issue was observed. No error messages or fault codes observed on the platform. No consequences or impact to patient. Please see the following related MFR report: MFR # 3010617000-2020-01102 for the autopulse platform (sn: (B)(4)).